Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which resulted in peritonitis manifested by abdominal pain, diarrhea, and cloudy effluent. The breach was not specified. The patient was hospitalized for the event. On an unknown date, the patient received unspecified anti-inflammatory drugs which were added into dianeal solutions (dose and frequency not reported, intraperitoneally) for the peritonitis event. Two weeks later, the patient was discharged from the hospital and recovered from the peritonitis. At the time of this report, pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.